Event description:
The customer stated that the battery would not hold a charge. There was no pt involvement reported.

Manufacturer narrative:
(B)(4): a f/u report will be submitted upon completion of the investigation.